Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a dead battery. A trickle charge was started but the patient noted this was the third time she had a dead/over discharged battery. The rep was unable to get it to charge before the patient left. There were no external factors that contributed to the issue. The patient was getting good therapy with 70% relief before the overdischarge. The healthcare provider was going to be sent info for a replacement and surgery was planned but not yet scheduled. The issue was not resolved at the time of the report.